Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device was received for analysis. Eng eval completed on 07/31/2018 by (B)(4). Visual evaluation condition/findings (conducted with a 7x or lox optical unless otherwise specified) the broken pilot tip appears consistent with reaming off-axis, resulting in brittle fracture at the welded interface between the head blades and the shaft. All other aspects of the device appear unremarkable and consistent with years of us e. Design-related issues: the design of the reverse pilot tip reamer head has been in the field since 2009. Exactech has received 25 similar complaint reports involving 27 pilot tip reamer heads since their introduction. A corrections and removal committee (crc) meeting has been held to discuss how to fix this issue. Refer to (B)(4) for details. A CAPA was also opened to address the issue. This CAPA resulted in a field advisory no tice. Refer to (B)(4). Mfg-related issues: exactech has not received any other complaints involving parts from this manufacturing lot of (B)(4) units, which has been in the field since 2012. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this reverse pilot tip reamer head, (B)(4), was reviewed. The risk is captured in line 17. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the rmr. Most likely cause: the broken reamer reported in experience (B)(4), was likely the result of reaming off-axis, which allowed for a torque on the tip of the device, leading to ultimate failure. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. There was no patient adverse event, there were no pieces left in the wound site; the tip was retrieved. An investigation was conducted; the broken reamer reported was likely the result of reaming off-axis, which allowed for a torque on the tip of the device, leading to ultimate failure.

Event description:
It was reported from the us that during a primary gps shoulder the tip of circular reamer broke off from base during reaming procedure. The sales representative was present at the surgery and reported there were no pieces left in the wound site. The surgeon continued using freehand after tip retrieval. There was no delay of surgery and there was no patient injury, adverse event, or clinical consequence to the patient. The agency is inactive, no further information is available.